Event description:
It was reported that prior to starting a da vinci surgical procedure, the mega suturecut needle driver instrument wires were sticking and not recognizing the instrument. Nothing fell into the patient. There was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a derailed grip cable at the distal end. The housing was removed and found a broken grip cable at the clamping pulley. As a result, the yaw motion was non-intuitive. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.